Manufacturer narrative:
(B)(4)

Event description:
It was reported there was a lead migration. Upon further review manufacturer report 3004209178-2013-06961 pertains to the 2nd lead migration where this report captures the first migration.